Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was unknown. Troubleshooting was done. Customer mentioned that she travels a lot and when she goes through security she takes off the insulin pump and security hand check her after taking the insulin pump off. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.